Manufacturer narrative:
Analysis was normal, no anomalies were found.

Event description:
It was reported that the patient presented in the clinic with symptoms of pocket infection. The patient reported that one of his children damaged the implant site. The system was explanted. The patient was given antibiotics to clear the infection. The patient tolerated the procedure well.